Event description:
Customer reported that her son rec'd a glucose result of "hi" (>500mg/dll), and she gave him a snack and an unspecified dosage of insulin. Her son then began to feel confused and have slurring of speech, and then proceeded to experience a seizure. A second glucose result lof "hi" (>500 mg/dl) was obtained on the freestyle flash. The customer then tested her son on an unk brand of glucose monitor and obtained a glucose result of 3.2 mmol/l (approx 58 mg/dl). The customer administered sugar and pineapple juice to her son in order to stabilize glucose levels.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available.